Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
A fiber optic intra-aortic balloon (iab) inserted in the ccl (cardiac cath lab) had no flush system attached. It was reported that postop, in the (cvor) cardiovascular operating room, after injection of protamine to the patient, the balloon began alarming for optical sensor failure. The consoles were changed, but the same message occurred. Support of the patient continued but no pressure indices were available from the balloon. There was no visible external kinking. The balloon was replaced. The indication for therapy was hemodynamic support. There was no reported injury to the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
A fiber optic intra-aortic balloon (iab) inserted in the ccl (cardiac cath lab) had no flush system attached. It was reported that postop, in the (cvor) cardiovascular operating room, after injection of protamine to the patient, the balloon began alarming for optical sensor failure. The consoles were changed, but the same message occurred. Support of the patient continued but no pressure indices were available from the balloon. There was no visible external kinking. The balloon was replaced. The indication for therapy was hemodynamic support. There was no reported injury to the patient.